Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: UDI: (B)(4). Investigation summary: the device was received and evaluated at the service center. The reported complaint that the device had cracked lens was confirmed. Further, the following failures were found during evaluation : outer tube damaged, distal tip damaged. High voltage flashover from electrode. Illumination, distal tip fiber damaged. Optical system, optical components , distal cover glass/negative damaged. The device was repaired using spare parts, tested and found to be working according to specifications. User mishandling is the most probable root cause of the physical damage to the outer tube and the cracked lens. Also the distal tip would have been damaged due to high voltage flashover from electrode used in the procedure. The damaged components of the device would have caused it to not function as intended by the customer. A manufacturing record evaluation was performed for the finished device (serial number : (B)(4)), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported per the customer that while preparing for a shoulder scope, it was observed that there was a crack in the lens of the hd arthroscope. They were able to use another like device. During in-house engineering evaluation, it was determined that the outer tube was damaged, distal tip was damaged, there was high voltage flashover from electrode, distal tip fiber was damaged, and distal cover glass/negative damaged. There was no delay and no patient consequence or harm. No additional information was provided.